Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) displaying user advisory (ua) 45 (not at "home" position after power-on/restart) error message was not confirmed during functional testing; however, was confirmed during archive data review. The root cause for the user advisory (ua) 45 error message was due to the driveshaft not being at the home position. Based on the archive, the user was able to clear the user advisory (ua) 45 error. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a (ua) 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a (ua) 45 pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The customer reported a secondary complaint of the platform displaying a (ua) 29 (loss of brake connectivity) error message was confirmed during functional testing and archive data review. The root cause for the (ua) 29 error was due to a defective drivetrain motor, likely due to the defective component. Upon visual inspection, unrelated to the reported complaint, noticed a crack on the front enclosure. The probable root cause for the observed physical damage could be due to user mishandling such as a drop. The front enclosure was replaced to address the observed physical damage. In addition, unrelated to the reported complaint, the encoder driveshaft of the platform does not rotate smoothly and exhibits binding and resistance due to a sticky clutch plate. This type of driveshaft issue is characteristic of the normal use of the platform. The impact of a sticky clutch was not severe enough to make the platform non-functional. Deburring of the clutch plate was performed to remedy the encoder driveshaft issue. The archive data review showed the occurrence of (ua) 45 and (ua) 29 error messages, thus confirming the reported complaint. In addition, unrelated to the reported complaint, the archive data review showed the occurrence of (ua) 07 (discrepancy between load 1 and load 2 too large) error message. During functional testing, the autopulse platform displayed (ua) 29 error message, thus confirming the reported complaint. The brake gap was completely seized and the gap could not be adjusted as a result of the defective drivetrain motor. The drivetrain motor was replaced to remedy the issue. During further testing, the platform failed the load cell characterization test as load cell module 1 exceeded normal parameters. The defective load cell module was replaced to remedy the (ua) 07 error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse with serial number (B)(4).

Event description:
During the shift check, the autopulse platform (sn (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) and (ua) 29 (loss of brake connectivity) error messages. No patient involvement.